Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 20603 which resulted in the patient not receiving the correct medication dosage. This issue occurred while infusing epinephrine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. A review of the event history log identified a continuous infusion of epinephrine programmed on 10-dec-2024. The syringe size is bd 50ml, concentration of 0.06 mg/ml, patient weight 2.2 kg, primary dose 0.07 mcg/kg/min. Priming with the pump was declined. When starting the infusion, the user received and acknowledged the minimum recommended flow rate (mrfr) alert based on the calculated infusion flow rate (0.15 ml/hr). The infusion ran uninterrupted for 53 mins. The user then changed the primary dose to 0.1 mcg/kg/min, which resulted in a flow rate of 0.22 ml/hr. The user proceeded to change the primary dose 7 more times. Two minutes and four seconds after the last dose change, the pump alarmed for monitor motor runaway which is a halting system error. A review of the software code associated with the movement monitor feature was performed by baxter research and development. This investigation revealed that for specific syringe sizes and flow rates, when the flow rate is changed to a lower flow rate, the movement monitor erroneously sets the expected encoder rate to the dithered low motor speed, which leads to a false ¿monitor motor runaway¿ system error alarm (se 20603) and stops the infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review is not required as the investigation determined this is not related to manufacturing. The cause of the reported issue is due to the pump software not behaving as intended as a result of a software logic error. The pump requires software correction to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.